Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a yellow wrench alarm. The customer observed damage to the power lead of the system controller. Review of the log file information did not capture a yellow wrench advisory event; however, there was a motor stopped event recorded on (B)(6) 2014. The event appeared to have occurred while connected to battery power and may have been the result of the damaged power lead. The patient was asymptomatic. The system controller was replaced and there have been no further reported events.

Manufacturer narrative:
Approximate age of device: 1 year. The device was returned for evaluation. Analysis is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The reported events of yellow wrench alarms and pump stoppage event were confirmed based on the data retrieved from the returned system controller; however, a root cause for the reported events could not be conclusively determined. No atypical pump speed reductions were reproduced during evaluation of the returned system controller and the device functioned as intended. Incidentally, visual inspection of the returned system controller revealed a separation between the black power connector and the connector bend relief. Further testing of the black power cable revealed conductor breakdown in the brown, red/white, and black wires. The damaged black power cable did not appear related to the reductions in pump speed and pump stoppage event captured in the log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.